Event description:
Pt alleges receiving breast implants on oct. 1974. Pt also alleges her breasts, "went as hard as a cricket ball"' one harder than the other. Report states in nov. 1991 clinical diagnosis indicated bilateral capsular contracture; therefore, on 11/4/91 she had removal and replacement.